Event description:
The patient was implanted on (B)(6) 2024. On (B)(6) 2024, the physician reported there was evidence of poor wound healing at the incision site. On (B)(6) 2024, the patient underwent an explant of the rns neurostimulator. Three leads remain implanted (capped). Treatment included unspecified antibiotics. The patient continues to undergo treatment.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.